Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6) batch/lot number: 16338939. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) for longer periods of time. It was also stated that the patient's spinal cord stimulator (scs) paddle lead had high impedance and was fractured. The patient underwent a procedure wherein the ipg and paddle lead were replaced.